Event description:
Pt was having a diagnostic cerebral angiogram with mechanical thrombectomy and intracranial angioplasty and stenting with gateway balloon and wingspan stent. During procedure, they went back with the ace 68 velocity microcatheter and deployed a solitaire 6 x 40 mechanical thrombectomy device, after 5 mins pulled back with no recanalization. The ace 68 seemed to be damaged, so they went up with a 6-french sofia over velocity microcatheter and then deployed the solitaire 6 x 40 mechanical thrombectomy device with partial recanalization after 7 mins, pulling back under aspiration, tici 1. The procedure was completed without any complications. The pt was then transferred in stable condition.